Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up and down buttons were hard to press. Customer's blood glucose was 510 mg/dl which customer would treat with bolus delivery. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.